Event description:
The customer stated "that during an examination, an error message about generator and grid problem occurred. After this error message, no fluoroscopy possible, and a reboot was necessary". "After reboot and a new fluoroscopy command, the same error message appeared and fluoroscopy was still impossible."

Manufacturer narrative:
(B)(4). The field service engineer's investigation showed that the error message on the grid problem occurred due to misadjustment of the system. After recalibration was done according system specification and documentation, the system was within specification. There was no excessive dose generated to the pt and no injury was reported. The system was recalibrated, this solved the problem.